Event description:
During left rotator cuff surgery a suture was passed with the fast pass device in simple fashion through the anterior and posterior supraspinatus. This was repeated in an identical fashion for the posterior anchor. The tip of the fast pass device inadvertently broke off in the supraspinatus tendon tissue. X-ray ap was taken and the position was found to be unchanged throughout the procedure with 3 consecutive x-rays before and after the rotator cuff fixation in the subacromial space in the supraspinatus tendon. Decision made by surgeon to leave the tip in-situ to prevent further damage to the supraspinatus tendon. The tendon was fixed in standard arthroscopic knot technique from posterior to anterior with the arm at 0 degrees of adduction. Another radiograph was taken and unchanged position of the tip of the fast pass device was documented. The pt was brought to recovery room in stable condition.